Event description:
Information was received via an internet blog posting (angioplasty.org). It was reported that an arteriotomy closure of an unspecified vessel was achieved using a starclose device after an angiogram. Reportedly, the patient did not know the starclose would be used until after it was done. The patient stated: "I had an angiogram in 2009 was not told about the star closure being a part of the procedure. I've never stopped being in pain ... As the name of the physician was not provided, it is unknown if the physician has been trained in the use of the starclose device. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date of the event. The event was reported via posting on (B)(6) 2011. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.